Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 8 atm for several seconds. The device was removed without any problem and the procedure was completed with a different device. No patient complications reported.